Manufacturer narrative:
(B)(5). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. The device was received with minor scratched display window and cracked case at the display window corners and battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error during a bolus. The blood glucose reading was 240 mg/dl. No significant events leading to the alarm were observed other than the customer having been in the middle of administering an insulin correction. Advised replacement of the insulin pump. Nothing further reported.